Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common name: irrigator, ostomy, d2b- additional product code: exd. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a 21 year-old female patient required replacement of a chait percutaneous cecostomy catheter. On (B)(6) 2019, the chait tube was found to be impacted and obstructed by stone. A 0.035 guidewire as well as a cook road runner guidewire were both used unsuccessfully in attempt to remove the stone. The chait, noted to be completely encrusted in stones and calcifications, was then extracted by vigorous tension. An endoscope was then placed through the channel and a new chait tube was placed. No other adverse effects were reported for this incident.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The obstruction was discovered during a scheduled cecostomy catheter removal and replacement procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. After further review of the complaint event, it was determined that the reported impaction and encrustations were on the outside of the catheter, which caused difficult removal. No occlusion of the device lumen was reported. No flow issues were reported. Additionally, the user was able insert two types of wire guides through the lumen. The failure was discovered incidentally during a schedule device exchange procedure; there is no indication of a serious injury. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. A detailed search of complaint history has revealed no previous events involving the failure mode "difficult removal" that has led to a serious injury. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, the complaint event is considered not reportable, per 21cfr part 803.50. Meh (B)(6) 2023.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.